Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller reported por. The caller stated that they were needing an MRI of their neck and lower back and wanted to know if they needed to turn the therapy off or leave it on. The agent walked the caller through MRI mode and when doing so, encountered por (power on reset) message. The caller confirmed they had charged the implant recently. The agent reviewed likely ins battery discharged. The agent walked the caller through clearing the message and turning therapy back on. The agent had the caller check the battery levels and the caller stated the implant was 100%. Troubleshooting resolved.